Event description:
It was reported occlusion alarms occurred. Reportedly the customer is wearing the cartridge for 4 days. Tandem clinical support informed customer that wearing the cartridge for 4 days, is off label per the user guide. Customer¿s blood glucose (bg) level was 250 mg/dl. Customer to contact their health care provider as they do not currently have a backup insulin therapy method.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.